Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered low-energy pulse) has been confirmed. Upon investigation the monitor delivered a low-energy pulse. The cause for the test failure was isolated to oxidation on inter-pca connector j1002. The oxidation build-up on the tin connectors increased the resistance, causing the test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low-energy pulse during testing.